Manufacturer narrative:
429688 lead implanted (B)(6) 2012. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that two atrial tachycardia/atrial fibrillation (at/af) episodes appearing on the cardiac resynchronization therapy defibrillator (crt-d) interrogation report appeared to be due to external noise. The device remains in use. No patient complications have been reported as a result of this event.